Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. The transmitter has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed voltage test: passed. Pairing with (B)(4) bluetooth device: passed transmitter functional tester: passed all relevant testing .share log review and no data was found. Bin file analysis: bin log information showed loss of connection within the investigation windowthe customer complaint was confirmed because there was an indication of transmitter loss of connection in the bin tool analysis.the reported event of a loss of connection was confirmed the root cause could not be determined.